Manufacturer narrative:
The site called to report a complain that they did not properly shut down the system after last use, and now system will not advance past system booting please wait. There was no patient present when this issue was identified. On-site functional investigation was completed as well as visual inspection/functional testing of the imaging system's computer returned. Analysis revealed a hard drive failure in the computer as a result of improper system shutdown. Replacement of the affected computer resolved the issue. Onsite tech also replaced the mobile view station (mvs) umbilical cable as it was visibly damaged, analysis of the returned cable showed that it was functioning as designed with no faults. No other issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The site called to report a complain that they did not properly shut down the system after last use, and now system will not advance past system booting please wait. There was no patient present when this issue was identified.